Manufacturer narrative:
Device received with cracked case on battery tube area and missing retainer. Unable to perform displacement test due to missing retainer. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was damaged. Customer's blood glucose was 7.1 mmol/l. Customer agreed to return the device for analysis.